Event description:
It was reported that during a da vinci-assisted left hemicolectomy, the customer contacted an intuitive technical support engineer (tse) to report that the surgeon could not change the endoscope orientation from the surgeon side console (ssc), so they had to do it at the bedside. The customer tried reseating the sterile adapter and the endoscope, with no change. The customer had finished the procedure, and no additional troubleshooting could be performed. The customer was advised to test changing the endoscope orientation from the ssc with another endoscope and to retest the suspect endoscope to ensure it was not a drape issue. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.